Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported that on (B)(6) 2011 the patient was admitted to the hospital with a diagnosis of dka, and a blood glucose level of 565 mg/dl. The patient received intravenous insulin treatment, and her subsequent blood glucose level dropped to 187 mg/dl. On (B)(6) 2011, while still hospitalized, the patient was put back on the insulin pump, and afterwards her blood glucose level was 342 mg/dl. Troubleshooting revealed the mother's technique was correct, there were no issues with the infusion site, no air bubbles or leaks in the tubing or cartridge, and all basal/bolus doses delivered correctly matched those programmed. There was no evidence the pump was not accurately delivering insulin. However, as the patient suffered symptoms suggesting severe hyperglycemia while using the pump and she was hospitalized with dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.